Event description:
A customer reported to baxter (B)(4) that during hemodialysis therapy the arterial chamber became filled with air bubbles. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The sample was not available and was not evaluated, however the cause of the defect can be determined as solvent excess in the assembly of the bushing tube to the arterial chamber after being confirmed with the customer. A follow-up report will be filed should any significant supplemental information become available. The MDR aware date is (B)(6) 2009 the date baxter received information that an adverse event or medical device malfunction has occurred. (B)(4).